Manufacturer narrative:
The results/method and conclusion codes along with the investigation results will be provided in the final report.

Event description:
Device 2 of 2: reference MFR. Report: 3006705815-2019-04117. It was reported patient was unable to set ipg to MRI mode and an error message was displayed on (B)(6) 2019. X-rays revealed that the leads had migrated. To address this issue patient may be awaiting surgical intervention at a later date.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information received indicated the patient underwent surgical intervention where the t10-t11 lead was explanted and replaced. Effective therapy was achieved.